Event description:
Drive devilbiss is the initial importer of the device which is a bath bench. The device has not yet been returned for evaluation. In an overabundance of caution we are filing this report since the end user hit theri head. We will amend the report if any additional data is received. The pin rusted on the chair causing the seat to collapse while in use. Enduser fell and hit his head and bruised his back. He did not seek medical attention.